Manufacturer narrative:
The event occurred in (B)(6). The reporter did not provide the product information for the aviva system.

Event description:
Reporter alleged obtaining a result of 151 mg/dl on the mobile system compared back to back with a result of 40 mg/dl on the aviva system when testing was performed within 10 minutes. Reporter stated that he felt hypoglycemic and self-treated with carbohydrates and glucagon. Reporter stated that he took 18 units of humalog insulin 20 minutes prior to testing. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.